Event description:
It was reported that the customer's insulin pump turned off and had no power even though the insulin pump had a new battery. The customer's blood glucose was unknown. No furthe information was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or failed battery test alarms. The insulin pump had minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)